Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture proximal to fiber/cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the metal cap at the location of the fracture shows burning marks; the outer flow tubing at the location of the fracture shows signs of melting; the fiber beveled edge at the output window location is off center; the metal cap distal end exhibits severe char; the glass cap exhibits severe devitrification at output window; the fiber was tested with hene laser fixture, aim beam is firing from the distal end. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber stopped vaporizing at 167,148 joules of use. The procedure was completed using a second fiber. Patient outcome: "okay" . There was no injury reported. Gand volume: 60 ml. Time expended: 23:50 minutes.